Event description:
It was reported that insulin pump displayed malfunction alarm and could not be reset. There was no reported impact to the customer¿s blood glucose level. A replacement pump was sent.